Manufacturer narrative:
Follow-up #1: date of submission 12/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: a review of the pump¿s black box revealed evidence of errors, alarms and warnings 128-fb88 and 128-fe88. Eaw 128-fb88 and eaw 128-fe88 alarms are defined as post delivery motor power supply faults. No battery cap or cartridge cap was returned. All testing was performed with test caps. The pump powered on with a test battery cap. The battery cap was able to fully tighten. The battery compartment was intact. The current draws were within specification. The original complaint was not duplicated during investigation. The pump case was removed and the motor unit was inspected and there was no evidence of moisture or intermittent contact found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.